Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level and had motor error alarm. Customer's blood glucose value was 300 mg/dl - 500 mg/dl. The customer's mother reported that they were treated with manual injection. The customer's mother stated that they were unable to rewind. Customer's mother declined troubleshooting due to no delivery alarm. The device will not be returned for analysis.